Event description:
It was reported that the customer was experiencing low blood glucose levels (47 mg/dl). Contact requested assistance from tandem technical support changing pump basal rates as prescribed by health care provider. Basal settings were updated successfully. Contact declined any further troubleshooting and reported that customer was fine.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.